Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to high defibrillation threshold measurements. Additionally, the atrial lead impedance measurement was >3000 ohms indicating a possible fracture. The entire system was explanted and replaced.